Event description:
It was reported that according to the senior physician, the pt has already been explanted. No further details regarding this case could be obtained up to now.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.